Manufacturer narrative:
The device was returned and investigated. The reported gripper line break was confirmed via returned device analysis. The mechanical jam could not be replicated under testing environment as the gripper line was already broken. A deformed gripper line was observed during the visual inspection. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a cause for the reported inability to remove the gripper line resulting in break could not be determined. The observed deformation appears to be cascading effect due to break. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was advanced; the tip of the sgc could not go through the septum. A balloon was used to expand the hole and the sgc was advanced without further issue. The mitraclip delivery system (cds) was advanced to the mitral valve and the clip was placed medial, in a2/p2. However, when removing the gripper line (gl), resistance was felt and the gl broke. The separated segment remained in the device and was removed with the device. No portion of the gripper line remains in the anatomy. The clip was implanted. A second clip was implanted, further reducing mr to 1+. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.